Manufacturer narrative:
On 23-aug-2024, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and during pulmonary vein isolation, ablation was conducted of the right pulmonary vein and the ablation catheter was suspected to be in contact with the electrodes of the octaray. The physician was aware that the catheter had been touched, so immediately checked the tip of the octaray to confirm that char was adhered to the tip. The biosense webster representative suggested the physician to replace the catheter, but since the char was easily removed, the octaray was used at the physician¿s discretion. There were no problems with further use of the octaray. There was no patient consequence. Device evaluation details: the device was returned to biosense webster for evaluation. A visual inspection and irrigation test of the returned device were performed in accordance with bwi procedures. Visual analysis revealed no damage or anomalies on the device. The tip, spline and electrodes were reviewed in detail, but no char residues were observed during the inspection. An irrigation test was performed, and the device was flushing correctly, no obstruction was observed. No irrigation issues were identified during the test. A manufacturing record evaluation was performed for the finished device number lot 31293665l and no internal action related to the complaint was found during the review. The char issue reported by the customer could not be confirmed, but could be related to an user error, since the catheter was suspected to be in contact with the electrodes. The instruction for use (IFU) contains the following warnings and precautions: to avoid char formation on the rings of this mapping catheter, do not apply rf energy when the ablation catheter is in contact with one or more rings of the mapping catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Manufacturer narrative:
On 23-jul-2024, bwi received additional information regarding the event. The char was located on the tip electrode. The system didn't present any error messages. The physician didn't notice any product problems either. The issue was only related to the octaray and not the generator. The patient was anticoagulated with an act value (activated clotting time) of 300. The physician did not believe that the amount of char presented any increased risk to the patient. The patient did not experience any neurological symptoms since the end of the procedure. On 30-july-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with an octaray mapping catheter and during pulmonary vein isolation, ablation was conducted of the right pulmonary vein and the ablation catheter was suspected to be in contact with the electrodes of the octaray. The physician was aware that the catheter had been touched, so immediately checked the tip of the octaray to confirm that char was adhered to the tip. The biosense webster representative suggested the physician to replace the catheter, but since the char was easily removed, the octaray was used at the physician¿s discretion. There were no problems with further use of the octaray. There was no patient consequence.